Event description:
This report summarizes 13 events for the failure: overheating of device. 1 event had problem identified before clinical use/exposure; there was no patient involvement. 7 events had problem identified during non-clinical procedure; there was no patient involvement. 5 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 13 events were reported for this quarter. Product return status: 9 devices had investigation types that have not yet been determined. 4 devices were received. Additional information: 13 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99126. Supplemental rationale, corrected data: b5, h6, h11. 13 previously reported events were included in this follow-up record. Product return status, 12 devices were evaluated based on historical data analysis. 1 device was received. Evaluation findings (results/components), 12 devices: degradation problem identified, wear problem, lubrication problem identified, material and/or chemical problem identified, overheating problem identified / part/component/sub-assembly term not applicable. 1 device: no device problem found, fracture problem / gears. Product disposition, 12 devices: product not received, 1 device: scrapped by stryker.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30, 2025. This report summarizes 13 events for the failure: overheating of device. - 1 event had problem identified before clinical use/exposure; there was no patient involvement. - 7 events had problem identified during non-clinical procedure; there was no patient involvement. - 5 events had no health consequences or impact.